Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error during a case. The procedure was completed. No pt injury was reported.